Manufacturer narrative:
The manufacturer previously reported a ventilator failed to hold it's internal battery charge. The device was evaluated at a third party service center and no malfunction of the device was observed. The device performed as designed.

Event description:
The manufacturer received information alleging a ventilator failed to hold its internal battery charge. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.